Event description:
It was reported that a revision surgery was done due to loose locking caps and a left s2ai screw breakage post-operatively. Five locking caps were replaced. However; the broken screw remains in the patient. This event occurred in australia.

Manufacturer narrative:
Six set screws were returned for evaluation. Initial observation shows deformation of the threads on all of the set screws. Two of the set screws had peeling of the first thread. The peeling of the first thread is consistent with excessive off-axis loading of the locking cap. However; it is unknown if the peeling occurred during locking cap insertion or removal. An exact cause of the reported issue could not be determined.